Event description:
It was reported that the stent dislodged. The patient presented with myocardial infarction. The 80% stenosed target lesion was located in a severely calcified and moderately tortuous left circumflex artery. The 32 x 4.00 mm promus premier drug eluting stent was selected for use. During an attempt to cross the target lesion, the stent dislodged and got stuck within the guide catheter. The procedure was completed with an alternate device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).